Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD), which was implanted approximately nine years ago, was hospitalized due to syncope. Device evaluation revealed the device was at end of life (eol) battery status with a battery voltage of 2.18 volts and a charge time of 30.5 seconds; at these values the device would still be capable of delivering therapy if indicated. It was noted that the device would be changed out in there near future. The cause of the syncope was not available. No additional adverse patient effects were reported.